Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. B1: adverse event and/or product problem - correction, b2: outcomes attributed to adverse event - correction, b5: describe event or problem - correction, b6: relevant tests/laboratory data,inclu - correction/additional information, g3: date received by mfg - correction, g6: type of report - updated/follow-up, h1: type of reportable event - correction, h2: type of follow up - correction/additional information. H6 codes: health effect - impact code/ remove no health consequences or impact FDA code: 2199 - correction/additional information, h6 codes: health effect - clinical code/ remove no clinical signs, symptoms or conditions FDA code: 4582 - correction/additional information, h6 codes: type of investigation/ remove insufficient information available FDA code: 4119 - correction/additional information, h10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that low audio output occurred. On (B)(6) 2023, the patient became hypoglycemic due to not being able to hear the low alert from the dexcom device. On the day of the event between 3:00 pm and 6:00 pm the patient was working in the restaurant when she suddenly lost consciousness without having any warning symptoms. The patient did not report any information about treatment but stated that cgm reading was 2.8 mmol/l at the time of the event. The patient stated that because of working in the restaurant she was not able to hear the alerts and alarms from her dexcom device and contacted dexcom to find out how to turn on the volumes for these. The patient did not make any allegations that the dexcom device was not working as intended at the time of the event. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) d4 catalog no - correction. D4 UDI - additional. H2: additional information/correction.

Event description:
Subsequent to the initial MDR, additional information and a correction is required.